Event description:
Prior to using the product in a pt, the front tip of the catheter "broke off" from the catheter due to rough handling by the physician. The product was not used in the pt and no serious adverse event occurred.

Manufacturer narrative:
The device was returned and evaluated. The distal tip of the catheter had been removed. A review of the device history record did not detect any deficiencies on the mfg process. Lot testing samples retained from this lot were also inspected for material integrity at the tip. All catheter tips remained intact.